Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) female pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the pt subsequently expired approx 24 hours after the event.